Event description:
It was reported that the screen on the 2800 system was rolling during a case. The 2800 system was rebooted and the procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed as on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and put back into service.